Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and rising and high impedance. The lead remains in use and the patient is monitored frequently. No patient complications have been reported as a result of this event.

Event description:
It was later reported the patient expired during the implant procedure. The cause of death is not known but is suspected to be from sudden heart failure. No other information is known at this time.